Manufacturer narrative:
H10: h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. Insufficient product identification information was provided and thus a manufacturing record, complaint history, risk management and CAPA, nc, pra/hhe review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. The data presented in the aged article reported, ¿there was a rapid increase in tongue size with increasing pain and oral bleeding which progressed over the course of 1-2 hours. The complication was treated with an awake fiber-optic intubation to evacuate the hematoma and regain hemostasis.¿ however, without clinically relevant patient-specific supporting documentation, a thorough medical investigation could not be performed. The images provided in the article have been interpreted within the text; therefore, no further analysis of the images are required. The root cause and/or patient outcome beyond that which was documented in the article could not be confirmed nor concluded; therefore, no further medical assessment is warranted at this time. There was no way to determine if the device contributed to the reported event. The complaint was not confirmed. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
Internal complaint reference case-(B)(4). Literature: submucosal lingualplasty for adult. Obstructive sleep apnea doi: 10.1177/0194599812461750.

Event description:
It was reported that on literature review, "submucosal lingualplasty for adult obstructive sleep apnea", after a submucosal lingualplasty with an evac 70 wand, a patient had delayed bleeding which led to a tongue hematoma. There was a rapid increase in tongue size with increasing pain and oral bleeding which progressed over the course of 1-2 hours. The complication was treated with an awake fiber-optic intubation to evacuate the hematoma and regain hemostasis. No further information is available.